Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient got a communication failed message, experienced difficulty and frequent charging of the ipg due to ipg migration that was confirmed via x-ray. Database analysis of the battery discharge shows signs of poor charger to ipg coupling that suggests a poor ipg depth or orientation. The patient underwent a revision procedure wherein the ipg was changed to a non-rechargeable one and patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.